Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. To verify that the product continues to meet our performance requirements, a retain sample from the same lot was fully tested and found to be in conformance with all product specification. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the "plate became detached from the jaw" on the vasoview hemopro 2. The same device was used to complete the procedure. Nothing fell into the patient. The hospital did not report any patient effects.